Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were trying to connect to their implantable neurostimulator (ins) to adjust their stimulation, but they were unable to connect to their ins. During the call, agent had the patient try to connect to their ins, but patient confirmed seeing the device not responding screen. Patient stated that they were seeing the solid blue light on the communicator and that they were in the kitchen during the time of the call. Patient also confirmed that they had no recent fall or trauma and that the issue just started yesterday. Agent walked patient through troubleshooting by retrying, repositioning the communicator multiple times, and making sure that they were not in a room with many metals. Patient was still unable to connect to their ins and the device not responding screen was still showing after many retries. Troubleshooting did not resolve the issue. Redirected to healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.